Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon intrathecal (250 mcg, concentration unknown) via implanted infusion pump indicated for cerebral palsy. It was reported that prior to a refill, fluid accumulated around the pump was aspirated. The patient visited the facility due to serous fluid accumulation in the abdominal pocket; the fluid was aspirated, and a culture test was conducted considering the possibility of infection; as infection was confirmed, they were hospitalized, and the current injection settings for gabalon intrathecal administration are being gradually reduced in preparation for pump removal. The blood test on (B)(6) 2025, prior to the hospital visit did not reveal any elevation in values associated with infection, and the condition was considered to be serous fluid accumulation in the abdominal pocket, but upon aspirating the fluid, slight cloudiness was observed, so culture was performed. Based on the culture results, infection was diagnosed, and the daily infusion amount of gabalon intrathecal administration is currently being gradually reduced in preparation for pump removal. It was reported that a pump replacement was performed on (B)(6) 2025 and no particular problems were observed in the procedure. There was no causal relationship with the catheter, pump, programmer, or drug. It was reported that there was a causal relationship with the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the explant had occurred as planned on (B)(6) 2025. The explanted device would not be returned for analysis and that return had not been planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that regarding the cause of the fluid accumulation, when the retained fluid was drained, slight cloudiness was observed, so a culture was performed. Based on the culture results, infection was determined. When asked if the event resolved, it was stated that a pump removal was scheduled and the accumulated fluid was aspirated. The pump serial number and date of planned explant was not available but would be checked.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that planned pump explant was on (B)(6) 2025. The serial number of the pump was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.